Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with bent cannulas. The customer states their levels had been as high as 559mg/dl. The customer treated the high with bolus and new infusion set. Troubleshoot was conducted. The customer was being sent replacement sets. The customer declined to troubleshoot for the highs. The customer was advised to monitor the device.